Event description:
Reason for revision: pain.

Event description:
Asr revision. Left asr xl acetabular system. Reason and date of revision unknown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
(B)(4).asr revision.left asr xl acetabular system.update: added hospital name and added date of revision. Received: september 1st 2012.reason(s) for revision: unknown.update - added reason for revison taken from claimsuite dated (B)(4) 2013.reason(s) for revision: pain.(B)(4).

Event description:
It was reported that the patient had a revision on the asr left hip implant. The reason for the revision is unknown.

Manufacturer narrative:
Corrected/updated data: (date of event); (date of report); (event description); (manufacturer); (explant date); (office contact); (date received by manufacturer); (device evaluated by manufacturer). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.